Event description:
The patient was implanted with the prodisc l device on (B)(6) 2023 at the l5/s1 level due to a primary diagnosis of lumbar degenerative joint disease. The implant was removed on (B)(6) 2023. The reason for the removal was posterior migration of the implant. The removal surgery went smoothly and without issue. No further information or imaging was provided by the distributor or surgeon. The patient was fused using an unknown device at the l5/s1 level after the prodisc l device was removed.

Manufacturer narrative:
It was reported that the patient was implanted with a prodisc l implant on (B)(6) 2023 at the l5-s1 level due to a primary diagnosis of lumbar degenerative joint disease. The implant was removed on (B)(6) 2023 due to posterior migration of the implant. The removal surgery went smoothly and without issue. No further information or imaging was provided by the distributor or surgeon. The patient was fused using an unknown device at the l5/s1 level after the prodisc l device was removed. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. The removed implant was sent to exponent for device evaluation per their standard pdl evaluation process. There were no anomalies identified during the complaint investigation. Therefore, the complaint investigation did not identify a cause for the posterior implant migration which led to the removal surgery. This report is for 1 of 3 devices involved in this event.